Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version 2.1.0 h3, h6: software data was not received for analysis. Case details were reviewed. Based on the information provided, this was an issue with the off-label use and does not appears to be an issue with the software. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that inaccuracy using an alphatech instrument tip in a medtronic instrument. It was noticed within the t2 trajectories during a spinal fusion. All medtronic instrumentation was accurate. The site decided to use the product off-label. Technical services (ts) notified the manufacturer representative (rep) that this was off label use and was not FDA approved. There was no delay in surgery. There was no impact on patient outcome. There was a 3 mm inaccuracy on the sagittal plane only.